Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01977) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the ER with chest pain. Patient had previous syncope and felt dizzy. Device could not be interrogated. Several attempts were made to interrogate but were unsuccessful. Patient had not been seen for a few years. The device is suspected to be at end of life and may have reached prematurely. Device was replaced. Patient is fine.